Event description:
It was reported that patient had (open reduction internal fixation) orif of radius fracture in fall 2011, and was healed uneventfully. Patient sustained a fall and fracture above previous plate. Original plate was removed on (B)(6) 2014 and patient was revised with a 16 hole 3.5mm locking compression plate (lcp). It was reported that 6 different lengths of, 3.5mm cortex screw self-tapping were removed. All screws and removed plate were intact with no allegation against them. Surgery was completed successfully without any surgical delay. Patient status/outcome was good. This is report 1 of 7 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device names: hwc, ktt. Implant date reported only as the fall of 2011. Used to cover the revision surgery performed due to a new fracture from a fall. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 5598854 of 3.5mm lcp plate 9 holes was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed the raw material lot 5450098 met all specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.